Event description:
It was reported to boston scientific corporation that on 03/12/2004 the patient (unknown age, gender, and weight) had complaints of difficulty swallowing, pain with swallowing and stomach pain. The initial enteryx procedure was performed the month prior. It was also reported that the patient experienced a weight loss of greater than 55 pounds which "may" be related to the procedure. The event was considered resolved as 2006 with no known intervention.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. According to the complainant, the suspect device has been implanted and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. Note: this product was removed from the global market in september 2005. Boston scientific corporation no longer produces the reported product. =product unavailable for analysis.